Manufacturer narrative:
Investigation results: the side-cutting bur was rec'd for an eval without the detached bur head. A visual examination of the breakage area found it to be angular in appearance. This type of fracture has been related to excessive lateral force during use. The material hardness was tested and found to be within specs. Conmed linvatec will continue to monitor this prod for failures.

Event description:
It was reported that during use in a mandibular osteotomy, the tip broke off this side cutting bur and had to be retrieved. This event occurred twice during this procedure. There was no injury or surgical delay reported. The surgical procedure was successfully completed with a different type of bur.